Event description:
Reportedly during an attempt to print, the monitor display blanked. The device went back to start up condition and displayed only dashed lines. The device operator checked leads, reseated the ECG cable and batteries in an attempt to display the pt's ECG. The reporter stated there was no adverse affect to the pt due to device operation.